Event description:
It was reported that customer experienced elevated blood glucose levels (+600 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer changed the infusion set and cartridge, and delivered a correction bolus. Reportedly blood glucose levels have stabilized.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.